Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Upon booting the system the bios password was displayed immediately. Application software was reloaded and the system functions properly. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an interrupted installation process or corrupt application usb. During the installation process the operating system is deleted then reloaded. If the operating system is not loaded properly the console will boot to bios. It is likely that the process was interrupted or the update usb is corrupt. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, upon starting the system up in a cori demo, the real intelligence cori was stuck in the blue bios screen and they were unable to save and exit out. They also attempted to load the software to try and clear it, but it was unsuccessful. Software stalled each time they attempted. They rebooted several times and each time they were forced to enter the password. The system was unusable. No case involved; therefore, there was no patient involvement.